Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional info was provided.

Manufacturer narrative:
The device mechanism was received. Investigaiton is not complete. This report represents all the information known by the reporter upon query by hospira personnel.